Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that, the customer had low blood glucose as 52 mg/mg. The low blood glucose was treated with 4 glucose tablets. The troubleshooting was declined for the low blood glucose. The insulin pump will not be returned for analysis.